Event description:
Facility paramedics attempted to utilize the device for routing patient monitoring. The device was connected to the patient through a 4-wire ECG cable and ECG electrodes of other manufacture. Reportedly, the device did not display the patient ECG. The operator replaced electrodes in an unsuccessful attempt at correction. There were no adverse affects to the pt resulting from the reported discrepancy.